Event description:
It was reported that patient enrolled in a clinical study underwent left total hip arthroplasty on an unknown date. It was further reported patient underwent revision procedures on (B)(6) 1985, (B)(6) 1990 and (B)(6) 2005 for unknown reasons. Subsequently, patient was revised on the left side on (B)(6) 2005 due to loosening of the acetabular cup.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. The following sections could not be completed as limited information was available: product identification & expiry date, implant date, manufacture date. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2014-00591 & 03306 / 03308).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient enrolled in a clinical study underwent left total hip arthroplasty on an unknown date. It was further reported patient underwent revision procedures on (B)(6) 1985, (B)(6) 1990 and september 8, 2005 for unknown reasons. Subsequently, patient was revised on the left side on (B)(6) 2005 due to loosening of the acetabular cup. Additional information received from clinical study data noted that the patient underwent a left hip revision on (B)(6) 2005 due to migration of the acetabular component.